Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative replaced the turbine and problem still occurred. It was suspected that the main board was defective. No root cause has been determined because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative replaced the turbine and problem still occurred. It was suspected that the main board was defective. No root cause has been determined because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. There was no patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: the fsr (field service rep.) Replaced the main board which was found to be defective.the turbine motor pcb failed and the driver board was replaced as well. The o2 sensor was replaced due to failure. Ovp (operational verification procedure) was performed and all tests passed.